Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a heavily calcified native valve, there was under expansion of the frame. The perimeter derived was noted to be 23.7 millimeter (mm). A pre balloon aortic valvuloplasty (bav) was performed with an 18 mm balloon. A non-medtronic wire was used. The cusp-overlap technique (cot) was performed and the delivery catheter system (dcs) was inserted with the flush port at 3' clock to align the commissures. The valve was then recaptured in order to perform a pre bav with a larger balloon. After the valve was recaptured when the dcs was being removed from the patient, the capsule seemed damaged at the point of the capsule flare. The valve was released from the dcs and small blood thrombus were observed inside the valve. A new valve was loaded onto a new dcs. A pre bav was again performed with a 22 mm non-medtronic balloon and the new valve was implanted successfully. A post bav with a 23 mm balloon was required due to paravalvular leak (pvl). Of note, both valve loads went well and there was no sign of a misload. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. No procedural images were provided for review. The reported event indicates that after the valve was recaptured, when the dcs was being removed from the patient, the capsule seemed damaged at the point of the capsule flare. Capsule damage can occur due to excessive compressive forces applied to the capsule. Force in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. With the limited information available and without the subject dcs for analysis or procedural images for review, the cause of the capsule damage cannot be conclusively determined. However, in this case it was noted that the patient had a heavily calcified native valve, which may have contributed to the damage. A device history record review is not required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the damage seen at the capsule flare of the dcs was described as a "small rift". The damage was seen while withdrawing the dcs from the patient. A procedural delay of approximately 10 minutes was reported. No misload or unusual resistance was felt while loading the valve. Upon removal, the thrombus was seen on the leaflets of the valve, while rinsing the valve after release, outside the body. Heparin was administered per the routine. The patient's act (activated clotting time) was above 250. The procedure length was approximately 70 minutes. Following the implant of the replacement valve, moderate paravalvular leak (pvl) was reported. The post bav performed using the 23 mm balloon resolved the pvl completely. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected h6, h11. This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name medtronic product ID evproplus-29 serial (B)(6) use by date 2023-sep-13 UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.